Event description:
Our rep is reporting to us that during an arthroscopic knee procedure, the surgeon observed that while using the rigidfix cross pin kit for fixation, a portion of the distal end of the guide sleeve broke off into the condyle while the surgeon was attempting to remove it. The procedure was concluded successfully without further issue or harm to the patient. Complaint device discarded at user facility.

Manufacturer narrative:
Nothing is being returned and no lot number has been supplied. However, historically, this type of failure is associated with not using the proper technique to remove the guide sleeve from the bone. The most likely scenario is that the user either did not use the proper sleeve removal tool and/or the user torqued the device from side to side as opposed to pulling straight out to remove it, causing the metal of the guide tube to fatigue and fail, break off. Outside of this hypothesis, we cannot discern any other root cause for the reported issue. At this time, no further action is required. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.